Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received diminished battery life as well as big crack going across reservoir window and little scratch around screen. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No low battery alert and no failed battery test alarm noted during test. Device received with cracked reservoir tube lip, cracked case display window corner, cracked reservoir tube window and cracked case reservoir tube window corner. (B)(4).